Event description:
Pt called to report a problem with a rollator seated walker. Pt stated she had a stroke and experiences seizures. She said her physician prescribed her a walker to help her when she feels sick and needs to sit down. She stated since she's had the walker, which has been two weeks, the walker still rolls when the brakes are on. Pt stated this has happened a number of times and she is extremely concerned for her safety, as well as the safety of others. She said she is trying to exchange for a different one but having difficulty doing so.